Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) in the 400 mg/dl range with symptoms of nausea and an unspecified level of ketones. The patient stated there were air bubbles in the cartridge. During troubleshooting, customer support determined that the patient was not filling the cartridge properly in accordance with the IFU: there is no indication of product malfunction. This complaint is being reported as the patient experienced hyperglycemia while on pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.